Event description:
In this case, it was reported that the patient had aortic valve replacement and mitral valve replacement after an implant duration of approximately 2 months; this report will address the mitral device. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received. Please note that this patient also had an edwards bioprosthetic aortic valve replaced; reference MDR submitted under MFR report #2015691-2012-18898.

Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider, the reason for the explant was due to endocarditis, source is unknown. The health-care provider also noted that the explant was not related to any device malfunction or quality deficiency. Per the operative report indication, the patient now has endocarditis of the prosthetic mitral(subject) valve with presumed contamination of the prosthetic aortic valve. Per the operative findings, there were multiple pericardial adhesions. The aortic valve was without any area of vegetation. The posterior leaflet of the prosthetic mitral valve annular ring had extensive vegetation and thrombus along the sewing cuff. There was no indwelling abscess formation. Gram stain was negative for bacteria, just many white cells. Both valves were explanted and replaced with another edwards bioprosthetic valves. The patient was weaned off cardiopulmonary bypass without difficulty. The patient was returned to the intensive care unit in stable condition. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Related to model/serial#: 2800 / (B)(4).